Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pump head replaced in scheduled maintenance but did not pass flow test. Replaced part was defective. Per additional information received on 29nov2022, device would be destroyed domestically. Replaced it with a different pump head, etc and the problem was fixed.

Event description:
It was reported that the pump head replaced in scheduled maintenance but did not pass flow test. Replaced part was defective. As per additional information received on 29nov2022, device would be destroyed domestically. Replaced it with a different pump head, etc and the problem was fixed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump head. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.